Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was exchanged with a same length lens but implanted vertically and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid, with residue/debris on the lens. Visual inspection found no visible damage to the lens and fiber on the lens. Dimensional inspection found the lens within specifications. Corrected data: h6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. There is indication of a manufacturer issue.- should have been included in the initial report. Claim#: (B)(4).